Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that they were getting ready for a case and the system was not communicating with the imaging system (o-arm). Went into verify, no connection. Checked the ip on the stealth and it was set to dhcp. Changed back to static and they were able to connect to the o-arm. The site experienced less than 1-hour delay. There was no reported impact to patient outcome. No additional information was provided.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. This case may be re-opened if additional information is received. If information is provided in the future, a supplemental report will be issued.